Manufacturer narrative:
Refers to the main device, other components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6)2016, product type catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Product ID 8782, serial# (B)(4), implanted:(B)(6) 2015, product type catheter.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient presented with weakness and overdose symptoms after a routine pump refill. 911 was reportedly called and the patient was transported to the hospital. The patient was in the ICU at the time of the report. The issue was not considered resolved at the time of the report. It was confirmed that no surgical intervention had occurred, but it was unknown if surgical intervention planned. The patient's status was listed as "alive-with injury". No further complications were reported.

Manufacturer narrative:
Updated to reflect the date of the patient's refill when the event occurred updated to reflect the information received on 2017-dec-01. Section e: updated to reflect the contact information for the initial reporter of the event. (B)(4) added to reflect the information received on 2017-dec-01. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-dec-01 from the manufacturer's representative. It was confirmed that the patient's managing physician first reported the event to them. It was also reported that a rotor/dye study was performed on (B)(6) 2017 in which the findings showed no abnormalities with the pump or catheter. The managing physician reportedly attributed the events to a slight pump pocket fill that occurred during the patient's refill on (B)(6) 2017. The patient was reportedly in good condition at the time of the report.

Manufacturer narrative:
Corrected to reflect the report that a pocket fill occurred following the patient's refill. If information is provided in the future, a supplemental report will be issued.